Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the following phenomena. No picture with 180 series scopes due to the defective board set. Sporadically no picture with 190 series scopes due to the defective printed-circuit board. Dust was found inside the device. Scope communication error b30 was displayed due to the printed circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, the screen kept going black. The video signal was sporadically not displayed. Transmission between processor and monitor persisted. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It has been over nine years since the subject device was manufactured. Omsc presumed that a component on a board malfunctioned due to aging deterioration caused by long-term usage, so communication with the scope became unavailable, then b30 occurred and no image was displayed. Omsc also presumed that the dust was found because the user did not clean the subject device and it might be a cause.